Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose, low reservoir alarms, no delivery and motor error alarms. Customer reported that the blood glucose had been elevated for the past month and a half. The blood glucose reading was 400 mg/dl. She reported that the no delivery alarm had been resolved by a complete set change and was unable to troubleshoot for that issue. Customer treated with manual injection. Customer reported that the drive support cap appeared to be normal and recessed. Customer found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the insulin pump had not been dropped, bumped, or exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.